Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the patient presented to the emergency room experiencing palpitations. A chest x-ray revealed that the atrial lead had dislodged. The lead was replaced.